Event description:
It was reported that the right ventricular (rv) lead had a high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: addr01 implantable pulse generator (B)(6) 2012. (B)(4).